Manufacturer narrative:
The user reported a high glucose event which happened on (B)(6) 2025 at 06:39 am. The sensor glucose (sg) reported by the user was 200 mg/dl. No blood glucose (bg) value was provided. A review of the data management system (dms) showed that the sg value at 06:39 am was 208 mg/dl, which was above the high glucose alert level of 200 mg/dl. A review of the alert history confirmed that a high glucose alert was triggered at the time of incident. However, user complained that they were not able to hear the alert. An case (B)(4) was created to document and address this issue. The user did not have "do not disturb" mode on. The user was requested to change the sound settings on the app and the issue was resolved. The user did not seek any medical attention, but was advised to contact the hcp if any medical guidance is needed. Since the device performed as intended by alerting the user of the high glucose event, no further investigation was found necessary for this complaint. B4. Date of this report 04 april 2025 g3. Date received by the manufacturer? 04 april 2025 h3. Device evaluated by manufacturer?yes h6. Health effect -impact code updated to 4613 h6. Medical device problem code updated to 1019 h6. Component code updated to 444 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 06 jan 2025, senseonics was made aware of an incident where user reported a high glucose event on 06-jan-2025 at 6:39 am where user's sg was 200mg/dl and no bg was provided. After dms review, on (B)(6) 2025 at 6:39 am where user's sg was 208 mg/dl and no bg was provided. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event.the user didn't seek for medical treatment. The user's hcp isn't aware of the event, user was advised to follow up with the hcp for further medical guidance.